Event description:
It was reported the one lead was never implanted because there were high impedances found on the lead that were greater than 10,000 ohms. It was stated the high impedances were found on all eight electrodes of this lead but the other lead had normal impedances. It was also noted the lead was wiped down and reinserted with the same results. It was then moved from the 8-15 electrode channel of the multi-lead trialing cable to the 0-7 channel but the impedances were still above normal limits. Reportedly, lead testing was tried in the patient but the patient produced no paresthesia with this lead but did get paresthesia with the other lead. It was noted the dysfunctional lead was removed and the trial was going to be done with just one lead which was capturing the patient¿s greatest pain area. It was stated there were no patient symptoms or complications and the patient¿s status was reported as no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3875-60, lot# v831359, product type: screening device. (B)(4).

Manufacturer narrative:
Analysis of the lead revealed conductor #7 was broken at the connector crimp sleeve 0.2 cm from the proximal end.